Manufacturer narrative:
Eval: results: optical inspection of the lead revealed kinks with all wires broken wires at approx 8 cm from the terminal end. The kinks/broken wires were consistent with an overstress condition the lead was subjected to while implanted. Due to the broken wires, no functional testing was performed. Optical inspection also revealed marks consistent with electrocautery instrumentation. These marks were consistent with explant procedure. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It has been reported the pt experienced a change in stimulation pattern. A full parameter diagnostic revealed invalid impedance values on several contacts. A surgical intervention was undertaken to explant and replace the system lead. The pt reported effective coverage in the desired areas post-operative. No further pt complications have been reported.